Event description:
This device was returned with a medtronic oos form from medtronic, inc. The following physician's office has no record of this pt. Medtronic, inc has no further info regarding this pt. Per the va medical center, this system was removed due to "a lead malfunction". There is no info available as to specifics of the malfunction. This device was replaced with a medtronic 5076, (B) (4).